Event description:
In 08/2005, the hp family member reported that in about two weeks earlier the hp was not feeling well at 3:00am. The hp complained of a headache and the hp's family member suspected they hp may need their blood pressure medicine. At 5:30am - 6:00am, the hp's family member found the hp "passed out" on the floor during apd therapy while using the homechoice dievice. The hp's family member reported that the display on the homechoice device read "power failure" and when family member turned the device off, noted some dampness around the power switch. The homechoice device was subsequently replaced for servicing due to the power failure. The hp was admitted to the hospital for hypertension and remained there until for about five days. The hp received treatment via IV while hospitalized and was prescirbed avapro. According to the hp's family member, family member does not attribute this incident to the homechoice device but to the hp's own hypertension.